Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the machine looks to have been dropped on the backside and the handle pushed the sheet metal/cover in towards the pneumatics and bent the brass check valve, causing a helium leak. To fix this issue, the fse replaced the check valve and the machine cover. A pm was due on the machine, and the fse performed it. Along with the pm the fse performed all functional and safety tests as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.